Manufacturer narrative:
E2 e3- three follow up attempts were made to obtain information from the customer however, no response was received. This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that this phenomenon caused leakage of the ultrasonic medium because some external force was applied and a hole was formed in the sheath at the tip. The instructions for use (IFU) states: 4.1 insertion ¿ insertion of the ultrasonic probe through an endoscope ¿ do not advance or extend the probe abruptly from the endoscope ¿s distal end. This could result in injury. 4.3 withdrawal withdrawing from the endoscope do not withdraw the ultrasonic probe from the endoscope quickly. Blood, mucous, or other patient debris could spray, posing an infection-control risk. ¿ when withdrawing the ultrasonic probe, always set the endoscopic ultrasound system to the freeze mode. Withdrawing when the ultrasonic probe is rotating may damage the probe. ¿ when using a gastrointestinal endoscope with a forceps elevator, always lower the forceps elevator before withdrawing the ultrasonic probe. Withdrawing the ultrasonic probe with the forceps elevator raised may damage the ultrasonic probe. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the ultrasonic probe is leaking at the end of the probe. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, oil leakage at the end of the tip was confirmed. . The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.